Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with injection (inj)vancomycin (2 gram), inj fortum (1 gram) and inj heparin (2 ml) (frequency and route not reported) for the peritonitis. The patient is reported to have recovered from the peritonitis on an unreported date. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number was unknown, therefore no sample evaluation or batch review could be performed. Should additional relevant information become available, a follow-up report will be submitted.